Event description:
On (B)(6) 2012, the reporter called animas alleging that the down arrow keypad button has been unresponsive on 2 separate occasions in the past week. The keypad is reported to be without damage. The patient reportedly keeps the pump in a protective case in a pocket and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the down arrow keypad button was intermittently unresponsive and required several presses to activate a response. None of the keypad buttons had spring back or click normally. There was evidence of keypad contamination found under the key contacts.